Manufacturer narrative:
(B)(4). The customer did not know the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported there were three successive cuff failures during intubation of the same patient. The customer stated that the cuffs had tested fine during the preop when they were inflated with 10cc s of air. The customer stated that the patient's airway anatomy consisted of a mallampati 3 score and short thyromental distance and was a known difficult airway, per his provided history. The tubes were removed and the patient was reintubated each time. This is the third report of three reports from this customer. The first and second associated reports being submitted are our report numbers 2936999-2016-00185 and 2936999-2016-00186.

Manufacturer narrative:
(B)(4). The sample associated to this report was not received for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer issue could not be duplicated. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect and to reduce the potential for occurrence during the manufacturing process. If the sample is received at a later date the complaint may be reopened and a sample analysis will be performed. Current trends have been reviewed and no increasing trends have been identified.